Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. An as-received simulated treatment was initiated and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test, valve actuation test, and a patient sensor calibration check. There were no visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report from the patient¿s pd registered nurse (pdrn) that the patient had a large drain. A review of the patient¿s treatment records identified that the patient drained 4025 ml during drain 4 of the treatment. This drain volume is 182% of the patient's prescribed fill volume of 2200 ml. As a result of the iipv event, the technical support representative advised to discontinue use of the cycler. A replacement cycler was issued to the patient and the reported cycler was scheduled for pick up. Upon follow up with the pdrn, it was confirmed the patient did complete their treatment and did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The reported cycler was returned for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report from the patient¿s pd registered nurse (pdrn) that the patient had a large drain. A review of the patient¿s treatment records identified that the patient drained 4025 ml during drain 4 of the treatment. This drain volume is 182% of the patient's prescribed fill volume of 2200 ml. As a result of the iipv event, the technical support representative advised to discontinue use of the cycler. A replacement cycler was issued to the patient and the reported cycler was scheduled for pick up. Upon follow up with the pdrn, it was confirmed the patient did complete their treatment and did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The reported cycler was returned for physical evaluation.